Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Brightness screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a shortage on the inverter board with lot code 2240. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. An internal visual inspection of the returned cycler was performed and revealed a loose screw on the functional board and io board, there were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported that a cycler screen was blank during unknown phase/cycle of dialysis. The patient pressed ok, stop, and touched the screen but the screen remained blank. The ok / stop keys did make sound when pressed. The patient rebooted the cycler and the ok / stop keys lit up but the screen remained blank. Technical support replaced cycler due to blank screen and advised the patient to contact the pd nurse to inform of replacement and to discontinue use of this cycler. The patient will perform manual treatment in the absence of a cycler. Upon follow up it was determined that the patient was able to complete treatment manually. No harm or adverse events were experienced, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.